Event description:
It was reported that 15-22 minutes into bypass, the bypass tubing disconnected when the filter was opened (flow of 4.5 liters). Substantial hemodiluted blood leaked from the system before the system was re-attached. The procedure was completed with no obvious short term sequelae.